Manufacturer narrative:
The complaint was reported for the issue of ¿supply plug is damaged, the sheath has come loose from the plug". Olympus was able to confirm the customer failure and determined the following cause: due to a crack on sc cover unit, water tightness is lost. Additionally, the regional repair center identified the following failures that are subject to investigation: - forceps channel port has foreign objects. - because objective lens is shaved, the image has dark area partially. A risk review was performed based on historical data and no unanticipated risks, new failures, and/or new harms were identified. A historical review of the last 12 months of complaints was performed and no trends were identified. A CAPA history review was performed and no related capas were found. The complaint is confirmed. The most probable cause of the complaint is cause not established, which indicates that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. No further escalation is required.

Event description:
It was observed during the device evaluation, the forceps channel port exhibited foreign objects. There was no patient involvement.